Event description:
Asku

Event description:
It was reported that the device current drain increased during the last three months. In 2008, battery voltage was 2.90v and in 2009, the battery voltage was 2.66v, and the device was at eri (elective replacement indicators). It was noted that there was high left ventricular output. The device was explanted and replaced. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.